Manufacturer narrative:
Internal components were evaluated and extensive corrosion was discovered. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated.

Event description:
It was reported that the handle of the handpiece heated up. There were no user or pt injuries, and no adverse consequences.